Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was receiving morphine (5 mg/ml at 2.4 mg/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump stalled at 6:16 today and the patient did not have magnetic resonance imaging (MRI) or any other electromagnetic interference (emi). Reviewed that they should consider pump replacement as soon as medically possible and to send the pump back for analysis after explant. Reviewed option to program pump to minimum rate mode in case the stall were to recover and giving the patient oral medication outside of the pump. Additional information was received from the company representative (rep) who reported that the patient's pump alarmed in the state of a motor stall so the logs were checked and the pump was turned down to minimum rate. The patient went to the emergency room for drug monitoring and then the pump was replaced. There were no external factors that contributed to the motor stall. The issue was resolved. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
H3: analysis of the pump found there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.